Event description:
It was reported that the pump could not be turned on. As a result, the customer experienced an elevated blood glucose (bg) level that was displayed as "high", although a specific value was not provided. The customer addressed their bg with a manual injection. During troubleshooting with tandem technical support (tts), it was discovered that the customer had accidentally put the pump into storage mode in an attempt to reset the pump and did not know how to turn it back on. Tts confirmed that the customer was able to turn the pump back on eventually and continued using the pump for insulin therapy.